Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had to charge their device more often than expected following a fall. It was stated that the pt fell "over labor day, on the left side where the leads were tunneled" and needed to recharge "every day and a half." It was not reported how often pt had recharged prior to the fall. The pt was referred to their health care provider. Additional info has been requested, a f/u report will be sent if additional info becomes available.